Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2016, a follow-up computed tomography angiography (cta) revealed that the contralateral leg component (pxc141200j/14051572) on the right side was kinked around the bifurcation of the abdominal aorta. A percutaneous balloon angioplasty (pta) was performed in the kinked portion of the leg, but it was not successful. A bare-metal stent was then implanted in the kinked portion. The patient tolerated the procedure. Vessel diameter of the bifurcation of the abdominal aorta (terminal aorta) was reported to be approximately 16mm. Also, it was reported by the physician that as two endoprostheses have been implanted in the ipsilateral leg side, the contralateral leg component might have been compressed and kinked by the ipsilateral leg.

Manufacturer narrative:
Date of event: corrected it to (B)(6) 2016.

Manufacturer narrative:
Corrected the date of device kinking to be (B)(6) 2016, not (B)(6) 2016.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2016, a follow-up computed tomography angiography (cta) revealed that the contralateral leg component (pxc141200j/14051572) on the right side was kinked around the bifurcation of the abdominal aorta. On (B)(6) 2016, a percutaneous balloon angioplasty (pta) was performed in the kinked portion of the leg, but it was not successful. A bare-metal stent was then implanted in the kinked portion. The patient tolerated the procedure. Vessel diameter of the bifurcation of the abdominal aorta (terminal aorta) was reported to be approximately 16mm. Also, it was reported by the physician that as two endoprostheses have been implanted in the ipsilateral leg side, the contralateral leg component might have been compressed and kinked by the ipsilateral leg.